Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.232 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 1000 miu/ml accompanied by a data flag. The sample was then diluted ten times and resulted as 57739 miu/ml. The patient is pregnant. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
Based on the provided information, the root cause is most likely due to low sample volume in the sample tube. The tube manufacturer recommends to collect 5 ml, whereas only 0.5 ml was drawn from the patient. The clotting agent and separation gel work properly if the recommended sample volume is collected.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Manufacturer narrative:
Investigations have determined that no reagent issues or instrument issues were evident. An instrument issue could not be excluded, but it is unlikely.

Manufacturer narrative:
Additional clarifications were received from the customer. The repeat result was believed to be correct. Repeats were performed the next day.